Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not functional. The output on the ra (right atrium) channel was not working as expected. The caller reported that they will attempt to fix the device and will then return it for repair if they cannot calibrate it. No patient involvement.